Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -7.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. The surgeon performed refractive treatment (lasik/prk/etc). This resolved the problem. It was additionally noted "all is fine and patient is happy, laser touch up treatment on (B)(6) 2023, has corrected the post icl" the cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).